Event description:
The user facility reported the following incident: during removal of the device, it sheared off inside the patient's dural space. The patient decided to let the piece of catheter remain in the dural space. The surgeon did not use a guide wire during the procedure. No additional intervention was implemented at this time.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.